Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the powerseal curved jaw sealer that when the output button was pressed for the second output, an error message was displayed and output could not be performed. The issue was found during a laparoscopic appendectomy, therapeutic procedure. The intended procedure was completed with an olympus back-up device. There were no reports of patient injury or harm.